Event description:
It was reported that the atrial lead exhibited noise, high impedance, and unacceptable thresholds. A lead fracture was suspected, and the lead was capped and replaced during a routine device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.